Event description:
Numerous inaccurate and failed freestyle libre 3 sensors. Most of them become extremely inaccurate after a few days of wearing, reading much lower than actual blood glucose levels, and outside of the acceptable range of accuracy given by abbott. This is concerning because I, like many other diabetics, have trouble feeling low blood glucose levels. I trust this product to let me know at a glance how I'm doing. I have been cut off by abbott to receive replacement sensors. This is outrageous. This needs to be investigated.